Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately calcified and severely tortuous mid right coronary artery (rca). A 24 x 4.00 promus premier¿ stent was selected; however the device was unable to cross the lesion. When the device was removed from the patient's body, it was noted that the stent was lifted. The procedure was completed with a 3.5x23mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the fourth most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance when withdrawal of this device. The ro markerbands and tip of the device were examined and there were no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the midshaft was kinked at 39 mm distal to the midshaft/hypotube bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately calcified and severely tortuous mid right coronary artery (rca). A 24 x 4.00 promus premier¿ stent was selected; however, the device was unable to cross the lesion. When the device was removed from the patient's body, it was noted that the stent was lifted. The procedure was completed with a 3.5x23mm non-bsc stent. No patient complications were reported and the patient's status was good.